Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds and loss of capture. It was noted that premature ventricular contractions (pvc) were observed. Rv lead was reprogrammed twice and remains in use. No further patient complications have been reported as a result of this event.